Event description:
During follow-up appointment at the clinic, sensing noise was observed on the right atrial (ra) lead. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.